Event description:
Heart valve implanted in 1981. Valve recalled in 1983. All appropriate reporting done at that time. Pt had elective valve replacement on 1/4/96. No problems associated with the valve or valve malfunction prior to explantation.